Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple low voltage, no external power and power cable disconnect alarms. The patient's power went out once but there was a concern that the alarms were happening repeatedly. Log files were sent for review. The log files noted no external power and low power hazard events on (B)(6) 2023 on the patient's mobile power unit.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient having low voltage, no external power, and power cable disconnect alarms was confirmed via analysis of the submitted log file. The heartmate mobile power unit (serial number (B)(6)) was not returned for analysis. The submitted controller event log file contained data spanning approximately 3 days (11jun2023 ¿ 14jun2023 per the timestamp). The log file captured a loss of external power while connected to the mobile power unit on 11jun2023 from 14:27:46 ¿ 14:28:04 and from 14:28:05 ¿ 14:28:13. During this time, the log file captured low voltage hazard, power cable disconnect, and no external power alarms due to the rsoc and bus voltage in both power cables simultaneously falling below the minimum voltage threshold. The alarms resolved when the rsoc and bus voltage was restored to its expected voltage threshold. The sequence of events is consistent with a loss of ac power to the mpu. The backup battery supported the system without issue during the loss of power. Multiple attempts were made to obtain additional information about the reported event such as if the mpu had a v-lock connector on the ac power cord, if the ac power cord came loose at the wall outlet or at the back of the unit, if there were any environmental circumstances that would have affected ac power at the time of the event, and if the mpu will be exchanged/returning for analysis; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power, power cable disconnect, and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 instructions for use section 6 "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.